Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, initially the insulin pump had been bumped. Troubleshooting was performed for cosmetic damage. Self-test was done and the device. Customer was unable to perform displacement test. Customer's mother didn't know customer's blood glucose at the time the device got bumped. However, she did report the customer's blood glucose was 476 mg/dl due to him eating a snack and he hadn't done a bolus. Customer's mother was advised to monitor the device and will call back to perform the displacement test. The device is not being returned for further analysis.